Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was found to be locked up and contaminated with dust and dirt. The device's blower motor will be replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.